Manufacturer narrative:
Concomitant medical products: 5554 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and exhibiting high impedance, possibly due to fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.